Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported difficult to remove could not be determined in this complaint. However, tissue damage was due to difficulty removing the device due to chordal entanglement. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with the mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xtr mitraclip device (slda) will be filed under a separate medwatch report number.

Event description:
This is filed on the ntr clip to report the chordal interaction and torn chordae. It was reported that this was a mitraclip procedure in the patient with mixed etiology, severe mitral regurgitation. During use of the mitraclip ntr, it became entangled in the chordae. Standard trouble shooting maneuvers were performed which freed the mitraclip from the chord, but a torn (ruptured) chord resulted from the entanglement. The mitraclip ntr was not implanted because of a transient increase in gradient when the leaflets were grasped. The procedure continued with the tricuspid valve. The patient had severe tricuspid regurgitation(tr). Two mitraclip xtrs were implanted on the septal/anterior leaflets of the tricuspid valve. A third mitraclip xtr was implanted on the anterior/posterior leaflet. A non-abbott cardioform plug catheter was inserted to further reduce the tr, but the plug interacted with the third clip resulting in a single leaflet device attachment (slda); the third clip was no longer attached to the posterior leaflet. In the physicians opinion, the slda was due to the cardioform catheter interaction. The procedure was completed with severe tr. There were no adverse patient effects. No additional information was provided.